Manufacturer narrative:
Attempts have been made to obtain additional information. However, no additional information has not been received. Not enough information available to properly complete an investigation. A root cause couldn´t determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information. However, no additional information has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported way off results after a refractive procedure. Additional information has been requested.